Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21457898-(B)(4): the fiber tip exhibits no signs of breaks/fractures; the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Probable root cause: based on the device analysis, the product complaint "fiber tip firing" could not be confirmed. The probable root cause for the complaint is: not confirmed - returned. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00810.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure that energy beam was observed coming through the tip of the fiber not the side of the fiber. The fiber was exchanged and the second fiber exhibited the same issue, however the fiber was utilized to complete the procedure. Patient outcome: "ok". No injury reported. This report is for the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00810.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure that energy beam was observed coming through the tip of the fiber not the side of the fiber. The fiber was exchanged and the second fiber exhibited the same issue, however the fiber was utilized to complete the procedure. Patient outcome: "ok". The procedure was successfully completed without clinical consequences to the patient. This report is for the first fiber.